Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers monophasic pulse) was confirmed. The t2 and t3 on the defib board was causing the fault. The root cause for the defective t2 and t3 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor delivers monophasic pulse.